Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, the patient removed the sensor and noticed the sensor wire was missing and believe that the wire was still in his skin. The patient consulted a doctor at the hospital. He was scheduled for a surgery on (B)(6) 2025. The surgery was successful and they were able to remove the wire from his skin. Patient stayed at the hospital for 6 to 7 hours after the surgery on the same day. Medication was given to the patient after the surgery however patient cannot recall the specific medication provided. The patient was feeling okay after the surgery. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.